Manufacturer narrative:
(B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose level of over 500 mg/dl. The customer treated high blood glucose a manual injection. The customer stated having problems with the infusion set cannula kink. The customer declined to troubleshoot for high blood glucose and bent cannula. The customer want sent samples of different infusion set. The insulin pump will not be retuned for analysis.